Event description:
A user facility reports that during intraocular lens (iol) implantation, the surgeon noted a haptic was kinked. The incision was enlarged to facilitate the removal of the lens. Additional information has been requested.